Manufacturer narrative:
Additional review of the available data was performed. A philips technical consultant obtained logs from the patient information center ix (pic ix) and provided them to a philips product support engineer (pse) and clinical product specialist (cps). The cps confirmed equipment latel088 (mx40) was added for this patient at 21:05:44 and the patient was transferred from le3s10 at 21:05:45 to le2n24. The cps observed setting synchronization for both the telemetry and the monitor in the logs indicating the equipment was added. The cps didn¿t see evidence that latel088 connected to the pic ix until 22:04:19. The patient was monitored on latel088 in bed le2n24 from 22:04:19 until 22:17:16 without any ECG acquisition (ECG leads off inop) and the device entered transmitter off at 22:17:16 and subsequently removed from the sector at 22:17:25. The pse checked the clinical workflow configuration of the pic ix for each clinical unit. The lehouse clinical unit is configured to put all equipment in infinite standby on discharge, to clear unlocked telemetry equipment from the bed and to keep pooled equipment with the patient on transfer. Le3s10 bed label is part of the lehouse clinical unit and would follow that configuration. The ICU is configured to put all equipment in infinite standby on discharge and to clear unlocked telemetry equipment from the bed. Bed label le2n24 is part of the ICU clinical unit. Between the time the telemetry was added 21:05:44 and 22:04:19, there were many alarms on the bedside monitor equipment label la02381 connected to le2n24 for the patient. There were 34 red alarms, 66 yellow alarms, 4 yellow inops and 120 logged inops from the monitor assigned to this bed during this time frame. These alarms were acknowledged 60 times; 40 from pic ix: lecmuov5, 17 from the monitor la02381 and 3 times from pic ix: le2northov. The bed was discharged at 23:47:48. Based on the information available and the testing conducted, the device was confirmed to be functioning as operated and configured based on the cps and pse log review. The investigation concludes that no further action is required at this time.

Event description:
It was reported the customer requested assistance obtaining logs related to the death of a telemetry patient. At 1500, the patient was connected to the mx40. Around 2000, the telemetry technician received a call inquiring why the technician had not called the nurses on the ward due to a patient heart rate in the 30s, for which a rapid response team and code blue were initiated, resulting in a transfer to ICU. At that time, it was noted the telemetry unit did not have any orders to monitor telemetry, so the patient was not being viewed in a sector. The tech was unable to locate the patient on the ward's sectors as transfer to ICU was already in progress; however, when searched in ICU, the patient's mx40 could be seen in an ICU sector. CPR was performed for 30-45 minutes but the patient subsequently passed away.

Manufacturer narrative:
A philips technical consultant obtained logs from the pic ix and provided them to a philips product support engineer (pse). The pse found red alarms were generated and acknowledged at 21:02 and 21:03 on (B)(6) 2025 for bed label le2n24. Based on this information, there does not appear to be a device malfunction; however, it appears use error in ordering telemetry monitoring may have been a factor. It was noted that the patient started in room 3s10 then were transferred to room le2n24. Based on the information available and the testing conducted, the cause of the reported problem was related to user error. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.